Event description:
As reported by the user facility: customer reported to (B)(6) health authority (B)(6). A reported "free flow" case, where the analgesic drug, remifentanil (ultiva), was administered to the pt on (B)(6) 2010. As a result, the blood pressure fell rapidly and the infusion was stopped by the personnel. The respective pump was checked by the technical svc at the hosp and no faults were detected.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (The importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). Functional tests in our quality laboratory showed no faults in function, the pump worked correctly. The delivery accuracy is within specification. Based on the results of the pump inspection, no conclusions can be made regarding the cause of the event. There have been no similar reported events to date.